Event description:
It was reported that the itrak 3000 will not boot. Several attempts were made. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation in a subsequent discussion with the facility bme the system power was turned off then on and the system booted with no problems. No further issues were identified.